Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported that ventricular sense response of the device was thought to be pro-arrhythmic in end stage heart failure for selected patients and may have contributed to the patient going into ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.